Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported foot retraction issue was confirmed based on the condition of the returned device. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The patient effect of pain is listed in the perclose proglide instructions for use as a potential adverse effect with use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a heart angiogram interventional procedure. Reportedly, after suture deployment the lever was returned to its original position to retract the foot; however, resistance was felt during removal of the proglide device. Tugging harder on the proglide device made retrieval possible. The patient was under local anesthesia; however, due to the tugging during removal of the device the patient experienced pain and was administered general anesthesia. Upon removal of the device it was noted that the foot partially retracted. No tissue damage was noted. Hemostasis was achieve with the suture of the same proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.